Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while reportedly wearing the lifevest. Device download data revealed that the patient was treated seven times by the lifevest on (B)(6) 2017. The patient was in the hospital and was unconscious at the time of the event. It was reported that hospital staff revived the patient. At 19:07:26 on (B)(6) 2017 the lifevest detected an arrhythmia. ECG recording shows that the patient was in vf. 24 seconds later, the lifevest declared a non-treatable rhythm. The vf was not sustained long enough for the lifevest to deliver a treatment at this time. The lifevest detected another arrhythmia at 19:08:01. The ECG showed vf with CPR artifact. The lifevest delivered a treatment at 19:08:36 while the patient was in vf. The post-shock rhythm was vf with CPR artifact. A second treatment was delivered at 19:09:05 while the patient was still in vf. The post-shock rhythm was asystole with CPR artifact. Post-shock asystole is a known potential adverse outcome of defibrillation. The lifevest delivered a third and fourth treatment at 19:09:44 and 19:10:16, respectively. The patient's rhythm at the time of the treatments was obscured by CPR artifact. Following the treatments, the patient was in sinus bradycardia at 40 bpm with CPR artifact. A fifth treatment was delivered at 19:10:45 while in sinus bradycardia with CPR artifact. The post-shock rhythm was sinus bradycardia at 40 bpm. CPR artifact contributed to the false detections. A non-lifevest defibrillation was delivered at 19:12:48. The patient's continuous ECG recording at this time shows CPR artifact. At 19:13:40 the lifevest detected another arrhythmia. Two more lifevest shocks were delivered at 19:14:11 and 19:14:42, respectively. The patient's rhythm at the time of the shocks was obscured by CPR artifact. CPR artifact contributed to the false detections. Following the treatment shocks, the patient was in asystole with CPR artifact. The patient remained in asystole with CPR artifact until the electrode belt was disconnected at 19:14:53. The patient subsequently passed away on (B)(6) 2017.